Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign particles were found on the catheter of a bd angiocath¿ plus prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample investigation ¿ a total of 206 samples were returned in different packaging. Brown embedded fm and loose white powdery fm was found in the needle cover. Embedded fm and white fm was found. Also, two non-bd products were returned in opened packaging that were stuck on the shelf carton. The breakdown of the results is indicated below: no of samples: 90, open / unopened: not in any primary packaging, no of fm found: white fm = 5 pcs; embedded fm = 1 pc; 50, in opened primary packaging, white fm = 2 pcs; embedded fm = 2 pcs; 50, in opened primary packaging, embedded fm = 1 pc; 14, in opened primary packaging, no fm found. Photo investigation ¿ n/a. DHR - a review of the device history record revealed no irregularities during the manufacture of the reported lot # 7111357. Investigation conclusion: brown embedded, white fm and embedded fm was found on the returned samples. Based on the samples / photo(s) received the investigation concluded confirmed. Bd was able to duplicate or confirm the customer¿s indicated failure. Product was not within specification. A scar (B)(4) has been issued to the top web supplier. A scar (B)(4) has been issued to the needle cover supplier for further investigation.